Event description:
It was reported that probe's ceramic tip fell off of probe and into the pt's knee, during surgery. Allegedly, another device was used to retrieve the probe tip. The surgery was completed successfully. The pt was not affected by the event.

Manufacturer narrative:
Additional info will be provided once investigation is completed.